Event description:
The implant housing is exposed behind the user's right ear. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the received information from the field, the device was explanted due to clinical/surgical reasons i.e. Infection leading to exposure of the implant on the skull one month post-operatively. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. In addition, the implant housing moved from its intended position. This is a final report.

Event description:
The implant housing is exposed behind the user's right ear. There are reportedly signs of infection, which was there before the exposure of the device. There is no allegation that the device caused or contributed to the exposure. The surgical wound healed completely after implantation, and the problems started within one month, without any reported trauma. The reason for the exposure of the device is unclear, but the clinic does not believe the device itself is the issue. There is no breakdown of the skin or extrusion of the device through the skin. The magnet strength of the external device is unknown, but exposure part isn_t located at the coil. The user was re-implanted.